Event description:
It was reported that the pt was experiencing an increase in seizures. It is unknown if the increase is above or below pre-vns baseline. The pt is not currently seeing a vns physician, so no diagnostics have been done recently. Per pt, she is moving and will not be following up with any physician. Attempts for further info have been unsuccessful to date as pt is currently lost to follow-up.